Manufacturer narrative:
Corrected fields: d4 serial number.

Event description:
It was reported that this pacemaker exhibited high out of range impedance and noisy signals when testing its right ventricular (rv) lead during the implant procedure. The rv port was suspected to be damaged, so a different pacemaker was implanted instead. No adverse patient effects were reported. This product has not been returned for analysis. Information from the field indicates the rv port was damaged.

Event description:
It was reported that this pacemaker exhibited high out of range impedance and noisy signals when testing its right ventricular (rv) lead during the implant procedure. The rv port was suspected to be damaged, so a different pacemaker was implanted instead. No adverse patient effects were reported. This product has not been returned for analysis.